Event description:
The customer's mother reported that the insulin pump was not beeping or vibrating. Troubleshooting was performed, and the customer was not using the recommended battery. Advised which battery to use. The mother asked for the insulin pump to be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.